Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The lamp on our constellation machine went out during a vitrectomy procedure. The staff connected the cable to a free-standing headlight and completed the case with that light source. The case was completed with no patient harm. Additional information has been requested and received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when they insert light fibers into illuminator ports the light is extremely dim. This has occurred in 3 of the 4 available ports. The surgeon used an alternate light source to proceed. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, devic evaluated by MFR?, evaluation codes and additional MFR narrative. The system was examined and the reported event was confirmed. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2011. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Installed sample lamp into a calibrated system for functional testing. Upon boot-up the system message (sm) displayed. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming could not be determined conclusively. (B)(4).